Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged a call service 087 alarm occurred. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-sep-2018 with the following findings: a review of the pump black box and alarm history showed multiple cs 087 alarms. The battery compartment and cap were undamaged and the cap was able to fit securely to the pump. During investigation, the pump alarmed with a call service (cs 069) at power up. The call service 69 failure was written to the black box as a call service 87 failure. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. During testing, the ez-prime steps were performed correctly and no cs 069 alarm or other warnings occurred. The complaint of a call service alarm issue was shown in the pump history but was unable to be duplicated during the investigation.